Event description:
Surgeon was performing a hip pinning when the 6.0 mm/10.0 mm stepped drill bit broke off in the bone. The surgeon did not remove the drill bit.

Manufacturer narrative:
This info was not provided during initial report additional info has been requested. Device is an instrument and is not implanted. Synthes is unable to determine the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.